Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material no. 309628 batch no. 0314581. It was reported that grey rubber piece in the syringe. Verbatim: describe the event or problem - upon drawing the medication into the syringe, the nurse noted a grey rubber piece. We removed the plunger and took the piece out of the syringe. The piece does not fit through the syringe tip, so we believe this was left m the syringe during the manufacturing process.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material no. 309628. Batch no. 0314581. It was reported that grey rubber piece in the syringe. Verbatim: describe the event or problem - upon drawing the medication into the syringe, the nurse noted a grey rubber piece. We removed the plunger and took the piece out of the syringe. The piece does not fit through the syringe tip, so we believe this was left m the syringe during the manufacturing process.